Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been replaced.